Manufacturer narrative:
The suspected device was returned for evaluation. Event log could not be reviewed due to error code 46510. There was no 12-month service history during the review. Functional test had been performed, and customer complaint pump has alerts error 46510 upon being powered on was confirmed. The probable cause of the reported issue was defective pwa board. Replaced printed wiring assembly board. The device passed all functional testing after repair.

Event description:
It was reported that the unit displayed a red screen with error code 46510 during testing. During inspection of the returned pump, it was confirmed that error code 46510 is displayed during power-on. This high-priority error occurred under non-clinical conditions. However, if the issue were to recur during infusion, it could interrupt therapy and potentially impact the patient. There were no patient involvement and no harm reported.